Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one edge of the foil packaging of fourteen (14) minicaps was found opened. This issue was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Fourteen actual devices were returned and evaluations are complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with the following results. One sample had no defects. The aluminum foil was not opened and the sample met specifications. Eight of the samples were found to have the bottom seal opened and did not meet specifications. Five of the samples had the pouch peeled down from the corners along the top of the opening. These did not meet specifications. Additionally, ten packages of companion samples were inspected with no issues noted. For the thirteen samples for which the reported condition was verified, the cause was determined to be related to mishandling during distribution. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.